Manufacturer narrative:
The field service engineer exchanged the gear pump head, valve, and pressure gauge. The analyzer was confirmed to be running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ureal urea/bun on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a bun value of 5.5 mmol/l. The sample was repeated twice, resulting in values of 9 mmol/l and 8.8 mmol/l. The second sample initially resulted in a bun value of 1.6 mmol/l. The sample was repeated twice, resulting in values of 30.2 mmol/l and 30.4 mmol/l. The bun reagent lot number and expiration date were requested, but not provided.